Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged dry throat. There was no report of serious or permanent patient harm or injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat, and device makes a loud noise. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer used a known good power supply and power cord and able to confirm the device powers on and provides airflow. The humidifier was not returned with the device; therefore, an investigation could not be performed on it. During review of the error logs, manufacturer determined that the device was likely reset prior to manufacturer receipt due to the machine having 3097.9 hours and 0 blower and therapy hours. There were no errors logged and care orchestrator data was not available for download. A final test was performed on the device and a known good humidifier with passing results. There was no observation made of loud noise or compressor issues during this test. The manufacturer observed an unknown dust contaminant on sd module flip doors, top enclosure, front panel, blower box cap, rear panel, bottom enclosure, blower, blower seal, and blower box. An unknown contaminant was observed on the iso port of the rear panel. Evidence of liquid ingress was observed on the blower and blower box, with an unknown dust contaminant consistent with mineral deposits. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, and h6 were updated.